Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain"), pregnancy with contraceptive device ("pregnancy with complications") and caesarean section ("cesarian delivery") in a 33-year-old female patient (gravida 3, para 3) who had essure (batch no. 641431) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's concurrent conditions included amenorrhea. Concomitant products included nsaid's and salbutamol (albuterol). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea"), migraine ("migraines"), headache ("headaches"), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2011, 2 years after insertion of essure, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant) and caesarean section (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first, second and third trimesters of pregnancy. The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain had resolved and the pregnancy with contraceptive device, caesarean section, vaginal haemorrhage, menorrhagia, dysmenorrhoea, migraine, headache, depression, anxiety and nausea outcome was unknown. The pregnancy outcome was reported as a live birth of a child with health problems (linked child cases no. Us-bayer-(B)(4)). The caesarean delivery occurred on (B)(6) 2011. The apgar scores were 8 and 9 (at 1 and 5 minutes). The reporter considered anxiety, caesarean section, depression, dysmenorrhoea, headache, menorrhagia, migraine, nausea, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: rt tube ostea, no coils seen .coils on left, procedure terminated. Child case: (B)(4). On (B)(6) 2018: tubal ligation was done on (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: confirmed essure device was successfully occluded. Ultrasound scan - on (B)(6) 2011: normal fetal survey. Norma placenta and fluid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-nov-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain"), pregnancy with contraceptive device ("pregnancy with complications") and caesarean section ("cesarian delivery") in a 33-year-old female patient (gravida 3, para 3) who had essure (batch no. 641431) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's concurrent conditions included amenorrhea. Concomitant products included nsaid's and salbutamol (albuterol). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea"), migraine ("migraines"), headache ("headaches"), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2011, 2 years after insertion of essure, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant) and caesarean section (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain had resolved and the pregnancy with contraceptive device, caesarean section, vaginal haemorrhage, menorrhagia, dysmenorrhoea, migraine, headache, depression, anxiety and nausea outcome was unknown. The pregnancy outcome was reported as a live birth of a child with health problems (linked child cases no. (B)(4). The caesarean delivery occurred on (B)(6) 2011. The apgar scores were 8 and 9 (at 1 and 5 minutes). The reporter considered anxiety, caesarean section, depression, dysmenorrhoea, headache, menorrhagia, migraine, nausea, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: rt tube ostea, no coils seen .coils on left, procedure terminated. Child case: (B)(4). On (B)(6) 2018: tubal ligation was done on (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: confirmed essure device was successfully occluded. Ultrasound scan - on (B)(6) 2011: normal fetal survey. Norma placenta and fluid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received event " nausea " was added. Concomitant drug was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain"), pregnancy with contraceptive device ("pregnancy with complications") and caesarean section ("cesarian delivery") in an adult female patient (gravida 3, para 3) who had essure (batch no. 641431) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's concurrent conditions included amenorrhea. Concomitant products included nsaid's. On (B)(6) 2009, the patient had essure inserted. In september 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea"), migraine ("migraines"), headache ("headaches"), depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant) and caesarean section (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain had resolved and the pregnancy with contraceptive device, caesarean section, vaginal haemorrhage, menorrhagia, dysmenorrhoea, migraine, headache, depression and anxiety outcome was unknown. The pregnancy outcome was reported as a live birth of a child with health problems (linked child cases no. Us-bayer-2018-140298). The caesarean delivery occurred on 10-may-2011. The apgar scores were 8 and 9 (at 1 and 5 minutes). The reporter considered anxiety, caesarean section, depression, dysmenorrhoea, headache, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: rt tube ostea, no coils seen .coils on left, procedure terminated. Child case: 2018-140298 . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 13-aug-2010: confirmed essure device was successfully occluded. Ultrasound scan - on 26-feb-2011: normal fetal survey. Norma placenta and fluid. Most recent follow-up information incorporated above includes: on 10-jul-2018: pfs received. Events: abnormal bleeding (vaginal, menorrhagia), dysmenorrhea, migraines /headaches, pain, pregnancy with complications, psychological or psychiatric problems: depression, mental anguish, cesarean delivery were added. Concomitant drugs,lab data , concomitant disease historical condition were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This prospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain"), pregnancy with contraceptive device ("pregnancy with complications") and caesarean section ("cesarian delivery") in an adult female patient (gravida 3, para 3) who had essure (batch no. 641431) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's concurrent conditions included amenorrhea. Concomitant products included nsaid's. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea"), migraine ("migraines"), headache ("headaches"), depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant) and caesarean section (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain had resolved and the pregnancy with contraceptive device, caesarean section, vaginal haemorrhage, menorrhagia, dysmenorrhoea, migraine, headache, depression and anxiety outcome was unknown. The pregnancy outcome was reported as a live birth of a child with health problems (linked child cases no. Us-bayer-(B)(4)). The caesarean delivery occurred on (B)(6) 2011. The apgar scores were 8 and 9 (at 1 and 5 minutes). The reporter considered anxiety, caesarean section, depression, dysmenorrhoea, headache, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: rt tube ostea, no coils seen .coils on left, procedure terminated. Child case: (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: confirmed essure device was successfully occluded. Ultrasound scan - on (B)(6) 2011: normal fetal survey. Norma placenta and fluid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-aug-2018: quality safety evaluation of ptc (product technical complaint). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("post-implant ectopic pregnancy") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and pelvic pain ("persistent pelvic pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (underwent removal of the device through a c-section due to complications of device). Essure was removed. At the time of the report, the ectopic pregnancy with contraceptive device outcome was unknown and the pelvic pain had not resolved. The reporter considered ectopic pregnancy with contraceptive device and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: confirmed essure device was successfully occluded. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.